Event description:
It is reported that the pt is experiencing foot drop.

Manufacturer narrative:
Operative notes provided gave no indication for root cause. Office visits also state the fact that she does have hyperesthesias in her foot are a promising sign that her nerve is beginning to wake up. Office notes dated (B)(6) 2011 confirm that the pt developed sciatic nerve palsy postoperatively. X-rays are not returned for assessment. The pt's drop foot may have potentially been caused by nerve damage during the revision surgery, however this cannot be stated conclusively. It is not suspected that the device contributed to the described event. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.